Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned (non-emergency) procedure. The procedure was completed by as planned with a soft reboot. It was reported to philips that the flexarm unable to perform movements. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found unable to move the stand and this was an intermittent issue. To resolve the issue, fse cleaned rails and secured a screw hanging from ceiling lighting and preformed multiple movement all around the room. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A movement issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexarm was unable to perform movements. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.